Event description:
Hold r. P 10.31.2022 the user facility reported that their harmonyair e-series surgical lighthead fell. There was no one in the room at the time of the reported event. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and found that the dowl stop pin and snap ring were bent due to high load impact allowing the lighthead to detach. The unit is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned to service. No additional issues have been reported.